Manufacturer narrative:
The device was returned and evaluated. The converter screws were loose and able to be removed, and net spacer deformation was evident. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that there was an abnormal sound while using the evis exera iii video system center. The device was returned and evaluated, and it was found that converter screws were loose and able to be removed. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The reported phenomenon, (1) ¿screws of the converter are detached¿, was confirmed, but there was no further information available. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.